Event description:
A caller reported a cgm error identified as error 42 involving the g6sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a complete pump reset, which was successfully carried out by the caller, and the cgm error did not reappear. The caller then successfully initiated a new sensor session.